Event description:
It was reported by service report that the foot end brakes are broken. No pt involvement or adverse consequences are reported.

Event description:
Reporter alleged the customer obtaining the results of 54 mg/dl and 100 mg/dl on the aviva system compared back to back with a result of 104 mg/dl on the advantage system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the aviva system used. (B)(4).